Event description:
Additional information was received from the physician. The patient is at low settings (0.5ma) and is being titrated up slowly. Diagnostics were recently performed, and the results were within normal limits. The patient is reportedly doing "really well." With the vns helping the patient so much since replacement, the benefit is counteracting the side effects of the patient's medications. It is unclear if the patient exhibited any of the clinical symptoms for which the mother alleged following surgery. The patient is more active since replacement. No additional information was provided for the physician.

Event description:
A vns patient's caregiver reported that after the patient's generator and lead replacement surgery on (B)(6) 2012, she had some concerns. The surgery went well, and the patient even improved. The patient's vns settings were programmed following surgery which resulted in pain for the patient. In addition since then, the patient has still been having seizures. The patient reportedly "had more intense seizures with longer duration." The patient was seen on (B)(6) 2012, for a post-operative appointment with the neurologist. It was reported that everything was okay with the patient. In addition, the surgeon reported that everything was fine following surgery. There was a lot of scarring around the nerve, so the electrodes were not removed from the nerve. The new electrodes were placed above the previously residing electrodes. The patient was experiencing painful stimulation due to his settings being set to 3.25 ma following surgery, which was believed to be related to the settings being titrated too quickly. Attempts for additional information from the physician have been unsuccessful to date.

Manufacturer narrative:
Adverse event or product problem, corrected data: the initial report inadvertently did not include the malfunction in addition to the serious injury.

Manufacturer narrative:
.